Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified a spline detached halfway along with two electrodes from it and internal parts were exposed. During the procedure, the tip of the device was damaged prior to usage. No error messages occurred. Some bends in the appearance of the catheter were observed. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device product was returned for evaluation. Johnson & johnson medtech conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a spline detached halfway along with two electrodes from it and internal parts were exposed. A manufacturing record evaluation was performed for the finished device 31273023l number, and no internal actions related to the complaint were found during the review. The tip/ spline bent/tip twisted issues reported by the customer were confirmed. The potential cause of the spline damaged could be related with the excessive force or handling during the procedure, but it cannot be conclusively determined. The catheter instructions for use contain (IFU) the following warning and precautions: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).